Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Distributor on behalf of facility. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported that the screw tip was broken and the surgeon completed the procedure with other screws. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. The 1.5x5mm ht sd x-dr scr ea (item# 91-6105, lot# unk) was not returned for investigation and no photos were provided. For these reasons, no visual evaluation or functional testing could be conducted. The DHR for this product could not be reviewed due to the lot number being unknown. There are no indications of manufacturing defects. For this part (91-6105) and the previous one year (from the notification date) regarding the fracturing of this screw, there is a complaint rate of 0.07% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.